Event description:
New information reported stated that on (B)(6) 2015 the right atrial lead exhibited high impedance. The patient was asymptomatic. The physician was notified and elected to continue to monitor the patient with routine follow-ups.

Event description:
It was reported that the right atrial lead has been exhibiting high impedance for some time. All other lead functions were normal. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
(B)(4).